Event description:
A baxter repair technician reported an infusion pump with failure code 530 during service. The hospital representative did not have information regarding reports of any patient incident involving this pump since the last baxter service event.